Event description:
Boston scientific received information that the patient reported experiencing syncope for an unknown reason. The patient was referred back to their following physician. No additional adverse patient effects were reported and the device remains in service.

Manufacturer narrative:
(B)(4). No additional information is currently available. If additional information becomes available, the event will be updated.